Event description:
Procedure: bariatric procedure. According to the reporter: the clip did not form on the bowel duct causing a small bowel spill in pt cavity. The bowel spill was cleaned. A new device was used and the surgeon was able to continue with the case.

Manufacturer narrative:
(B)(4).